Manufacturer narrative:
The customer contacted a siemens regional service center (rsc) specialist. The customer stated after the initial results they performed calibration. The repeat results were within the expected range. The customer stated that after this, they stated to show depressed results. Rsc performed troubleshooting with the customer. The customer replaced sample probe 1, reagent probe 1 and reagent probe 2. The customer cleaned the drains. The cause of the discordant, falsely elevated lactate dehydrogenase result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated lactate dehydrogenase result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was released to the physician(s). The customer performed calibration and repeated the same sample on the same dimension vista instrument, resulting within the patient's expected clinical range. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated lactate dehydrogenase result.